Manufacturer narrative:
H10: the device was received for evaluation in unopened pouch. A visual inspection noted two (2) stains outside the fluid path on the tubing. The reported condition of particulate matter - inside sterile fluid pathway was not verified. The cause of the stains outside the fluid path was determined to be manufacturing related. An underwater pressure test was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed in the tubing of a homechoice cassette. This event occurred before use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.